Event description:
It was reported that since christmas the pt's hearing sensations are much softer. The loudness level is fluctuating during the day. It was tried to improve the situation with fitting, however, the loudness fluctuations remained. The pt's ability to understand has decreased.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.